Event description:
It was reported by the patient that the device was "chirping". They went to the local emergency room indicating they had a "huge reaction". The device was checked. Follow up was attempted to find out if any intervention was performed, or if there was any device malfunction, but attempts were unsuccessful. Records indicate that the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2011 (B)(6). (B)(4).